Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. It should be noted that the instructions for use states: prior to using the xience alpine, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported stent dislodgement appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a total occlusion in the left anterior descending coronary artery. The 2.50x38 mm xience alpine stent delivery system (sds) device was not inspected prior to advancing in the patient. The xience alpine sds was advanced to the target lesion without resistance noted, and it was noted that there was no stent on the balloon. The sds was removed without issue and the stent was located inside the protective sheath. A same size xience alpine sds was used to complete the procedure. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.